Event description:
A medtronic representative received a report from a site sterile processing department that discovered their articulating arm would no longer hold position in the locking mechanism. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm ii shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis.